Manufacturer narrative:
No malfunction suspected. The user was crossing the street in the power wheelchair when they were struck by a turning motor vehicle. The user was not wearing the seat belt. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic." And "[t]o avoid serious injury or death: [a]ways use the seat belt."

Event description:
The end user stated while operating the power wheelchair across a street they were struck by a motor vehicle.